Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: promus element plus,mr,ous 2.75x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage. The distal end of the stent (approximately 12 most distal struts) was deformed and stretched to approximately 12mm distal of the distal marker band and 1mm distal of the tip. The crimped stent od(outer diameter) of the undamaged portion of the stent was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight hypotube kinks. A visual and tactile examination found no issues with the midshaft. A visual and tactile examination found no issues with the inner or outer shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016.   It was reported that crossing difficulties were encountered.    The target lesion was located in the left circumflex(lcx). After a 6f guide catheter was inserted, a 0.014" guidewire was advanced to cross the lesion and pre-dilated was performed with a balloon dilatation catheter. A 2.75x38mm promus element¿ plus drug-eluting stent was then advanced to treat the lesion but failed to cross. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed that the stent moved on the balloon and was damaged.